Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative tested the device but could not duplicate the failure reported by the customer. Proceed to perform all leak tests and device passed the specifications. Even though not reported by the consumer, the service representative observed blood detected on (B)(6) 2013, and observed blood in crm, safety disk. He proceeded to purge the line and fill assembly. The safety disk(part #997-00-098501), crm blood detect tubing (part #008-00-0312) and purge valve (part #104-00-0026) were replaced due to blood contamination. Performed all leak tests, performance and safety tested to factory specifications. The device was returned to the customer. (B)(4).

Event description:
Prior to use on a patient it was observed by the customer that the balloon wouldn't fill during initial set up. No patient injury was reported.